Event description:
It was reported that the patient¿s blood glucose reached 21.6 mmol/l (388.8 mg/dl) while wearing the pod between 5 and 24 hours on the leg. The patient had attempted to deliver multiple boluses, but their blood glucose did not lower. When the patient removed the pod, the cannula was not visible. The patient confirmed that they had felt the cannula insert into the skin and that the pink slide had moved into the viewing window, therefore this indicates that a needle mechanism failure had occurred causing the cannula to retract.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.